Event description:
A patient tore out of limb holder restraints. No patient or healthcare worker injury was reported. The strap inside the sea wave buckle is loosening by at least 2 inches as the patient moves around trying to get out of the device for a few minutes. This then allows the patient to get out of the device. No stitches or materials are broken. There have been 2 occurances. (Reported as two events) the sample will be returned by the company's sales representative.